Manufacturer narrative:
Hygenic was made aware of a legal complaint allegedly involving a reusable hot/cold pack and severe burns on the users shoulder/clavicle area by the service of a claims document. Minimal information on the device in question and incident has been provided to date nor has the suspect device been confirmed to be owned by hygenic. Follow-up reports will be submitted as more information becomes available and the complaint is investigated.

Event description:
Hygenic was made aware of a legal complaint allegedly involving a reusable hot/cold pack and severe burns on the users shoulder/clavicle area by the service of a claims document.

Manufacturer narrative:
Product confirmed to be therapearl lot 11588/01 with a date of manufacture april 2018. All manufacturing testing performed was within parameters and there were no deviations during the manufacturing process. Global historical review for this and similar devices from march 24, 2020 to march 24, 2021 yielded 2 similar events that were reported to the us FDA and ansm. However the cause of the events could not be determined as no failure has been found.

Manufacturer narrative:
Product confirmed to be therapearl. All manufacturing testing performed was within parameters and there were no deviations during the manufacturing process. Global historical review for this and similar devices from march 24, 2020 to march 24, 2021 yielded 2 similar events that were reported to the us FDA and ansm out of (B)(4) units sold. However the cause of the events could not be determined as no failure has been found , note that incomplete information was submitted under 1519375-2020-00010 follow-up report number 001 and 1519375-2020-00010 follow-up report number 002 is correcting the 001 information.

Event description:
Hygenic was made aware of a legal complaint allegedly involving a therapearl reusable hot/cold pack and severe burns on the users shoulder/clavicle area by the service of a claims document. The device was used cold and the pack had never been heated or put in a microwave. Event was said to have happened upon first use of the device.